Event description:
As reported to the territory manager, during a transapical tavr with a 26mm sapien valve, pre deployment the valve was positioned 60:40 ventricular but it landed in an 80:20 ventricular position, which resulted in central aortic insufficiency (cai) and perivalvular leak (pvl). A second 26mm sapien valve was therefore placed higher in the aortic annulus with resolution of the aortic insufficiency and the perivalvular leak. The patient had a previously implanted mechanical mitral valve, which in combination with the entry angle was thought to have contributed to the event. The image intensifier angle and coaxial alignment of the delivery system/valve with respect to the native aortic annulus were reported to be fair. Per CT the aortic annulus diameter measured 20.6 x 29.5mm and was noted to have mild valve calcification.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention, transvalvular leak and paravalvular leak are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the sapien valve malposition post deployment with subsequent cai and pvl cannot be confirmed; however, per report the event was thought to be related to a combination of patient and procedural factors. According to the information provided the coaxial valve alignment of the delivery system/valve with respect of the native annulus was fair, which in combination with the patient pre-existing prosthetic mitral valve could have caused or contributed to the event. Other risks factors mentioned on the report included aortic leaflets mild calcification, fair image intensifier angle. The device was not available for evaluation, however, per report the event was not considered to be associated to a malfunction of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.